Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving saline via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient's pump was alarming and when the hcp interrogate the pump it showed tube set and pump off. The rep was on the way to the clinic to see the patient. The rep read the pump and it said "pump stopped due to off state" and "pump shut off for 86h42m". The patient said she was still hearing the pump alarm intermittently and as recently as yesterday. The patient described the sound as "beep beep" and two beeps consecutively. The patient told the rep that the pump was last read with a clinician programmer 2 months ago and since that time is had been "beeping a lot" and the sound was driving her crazy. No symptoms were reported and no further complications were expected or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the tube set and the pump off was first noticed on (B)(6) 2018, pump to safe mode. The cause of the tube set and pump off was determined to be battery depletion. As an action/intervention taken to resolve the tube set and pump off was that the patient would need a new pump after cleared medically. The cause of still hearing the pump alarm intermittently as recently as (B)(6) 2018 was determined to be safe mode, end of life. In regards to if the pump alarm intermittently as recently as (B)(6) 2018 had been resolved, the pump was off, alarm off.

Manufacturer narrative:
Product ID 8870, lot/serial# unknown, product type: software; ubd: n/a, UDI: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.